Event description:
It was reported that the lead dislodged. The lead could not be repositioned and was replaced. The patient's condition was 'good' before and after the event.

Manufacturer narrative:
Na